Manufacturer narrative:
The hillrom technician found the upper control board needed to be replaced. The technician replaced the upper control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to replace the upper control board, external buzzer, side communication board and power control board. None of those repairs resolved the issue. Hillrom technical support then advised the customer to check the coil cable assembly. The account then requested a hillrom technician to repair the bed and hillrom had to await the account to generate a purchase order for the repair. The purchase order has been generated and the hillrom technician is awaiting arrival of the parts required to repair the bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom technical support received a report from the account stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).